Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external device displayed early replacement indicator. Ipg assessment indicated that it was depleted prematurely. Troubleshooting did not clear the message. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional information received that patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy restored post- operatively.